Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system shut down on its own during a right eye cataract procedure and a system message was displayed. The system was rebooted. The cassettes were replaced twice. A system message was displayed, and the cassette was replaced again and it worked. The procedure was completed without harm to the patient. A product sample has been requested for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
Additional follow up information was received. It was informed that only one cassette was associated with the reported event. There are no other event details available at this time.